Event description:
Reported due to inability to cross and seal a perforation resulting in a surgical procedure. The physician attempted to seal a free perforation in the proximal circumflex with a graftmaster stent graft. It was suspected that the actual cause of the perforation "could be wire or wire dissection where the rotoblater grabbed the vessel." It was also reported that the perforation "was not visualized during surgery." And looked like "a hematoma." Prior to attempting to implant the graftmaster it was reported that the physician attempted to seal the perforation by unsuccessful "prolonged balloon inflation." It was noted that the operator attempted the graftmaster placement and was "unable to pass the device; "therefore the device was removed from the pt. The exact reason for not being able to advance the device is unknown. The pt became hemodynamically unstable; pericardiocentesis and urgent surgery were required. The pt underwent "two vessel coronary artery bypass graft and evacuation of tamponade." It was reported the pt was discharged to home in 09/2005.